Event description:
The customer called to report low blood glucose and motor error alarms, after the insulin pump was exposed to an MRI scan. Troubleshooting was performed and the insulin pump did not pass the displacement test. No blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.